Event description:
The facility returned the device for service. During service testing, the baxter repair technician reported that the device under delivered on channels a and c.

Manufacturer narrative:
Evaluation summary: the condition of underdelivery on channels a and c was confirmed. Inspection of the device found that the pump underdelivered due to faulty pump head modules on these channels. The pump head modules were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.